Manufacturer narrative:
(B)(4).

Event description:
Procedure: nephrectomy. According to the reporter: during the case, cutting could not be done since the tissue could not be grasped. Another device was used to complete the case.